Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was visual indication of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the on the cycler the ¿ok¿, ¿stop¿, and ¿up/down¿ arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found that the led backlight board had thermal damage. A known good led backlight board was installed and the display became operational. The touch screen test passed. The voltage test passed. The system air leak test passed. The valve actuation test failed. The failure was traced to an open coil in valve 04. The pneumatic valve was temporarily replaced for further testing. Then, the valve actuation test passed. The teach pumps test passed. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a mechanical problem with valve 7 and an internal short on transformer one (t1) on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a ¿m30.1 balloon valve leak¿ alarm on a liberty select cycler during treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment on the day of the reported issue. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of a mechanical problem with valve 7 and an internal short on transformer one (t1) on the inverter board was identified.